Event description:
According to the literature, a retrospective study described  an institution¿s outcomes of performing robotic hiatal hernia repair with gastric fundoplication without mesh between july 2016 and december 2019. It was noted that the primary repair of the hiatus was accomplished using a running absorbable  suture to reduce tension and a competitor suture was then used for reinforcement. There were 144 patients included in the study and complications included hernia recurrence treated with re-operation, where one case was noted to have primary suture that was not intact.

Manufacturer narrative:
John k. Sadeghi, leo t. Li1, vijay a. Singh, david zeltsman, lawrence r. Glassman, julissa e. Jurado, kevin m. Hyman, paul c. Lee. Robotic hiatal hernia repair without mesh. Journal of thoracic disease 2024;16(1). H ttps://dx.doi.org/10.21037/jtd-23-753. Pages 175-182 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.